Event description:
Procedure type: hysterectomy. According to the reporter: the needle broke as the doctor was taking too large bites with the device which caused the needle to break into two pieces. They were able to retrieve one piece but were unable to locate the remaining piece with an x-ray. The patient has been advised. The doctor used another device without further consequence. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Patient current status reported as recovered.

Manufacturer narrative:
(B)(4).